Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that during a deep brain stimulation (dbs) full implant case, the surgeons noticed a small wire protruding from electrode 0 at the distal end of the lead after removing the lead cap, at the start of stage 2 of the procedure. The surgeons decided to continue with procedure and connect the lead to the lead extension, and completed the system to the implantable neurostimulator (ins). Post-op impedance test revealed that electrode 0 was out of range, with all other electrodes being in range. It was unknown if there were any patient symptoms. The rep reported eleven days later that to his knowledge no action has been taken and electrode 0 was not being used in the patient programming. If additional information is received, a follow up report will be sent.

Event description:
The rep further reported that there were abnormal impedances. Electrode 0 was damaged during surgery by the implanter.